Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section b3 (event date), section b4 (event description), section b7 (relevant medical history), section d11 (concomitant medical products: 18-guage needle, 3j guidewire, sheath, catheter), section g4 (date received by the manufacturer), and section h6 (evaluation codes: addition of patient code 1779). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was recent subarachnoid hemorrhage with acute left femoral popliteal deep venous thrombosis. The ivc filter was deployed at the l3-l4 level. A venogram confirmed the filter was in good position. The filter subsequently malfunctioned and caused injury and damages including, but not limited to ivc stenosis, caval thrombosis, filter fracture, filter tilt, ivc perforation, and complex removal. Per the medical records, the filter was removed percutaneously approximately 7 years and 10 months post implantation including any/all fractured struts. One fractured strut was reported to be embedded in patient¿s spinal column. Per the patient profile form (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from depression, severe pain in lower back, leg and abdomen and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc stenosis, caval thrombosis, filter fracture, filter tilt, ivc perforation, complex removal. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient present with a recent subarachnoid hemorrhage with acute left femoral popliteal deep venous thrombosis. The right groin was prepped and right common femoral vein punctured for access on the second attempt. The ivc filter was deployed at the l3 and l3-l4 level due to push-back of catheter tip as a result of patient size. A venogram confirmed the filter was in good position and above the left common iliac vein. The following additional information was received per medical records: the filter was removed percutaneously approximately 7 years and 10 months post implantation including any/all fractured struts. One fractured strut was reported to be embedded in patients spinal column. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 7 years and 6 months post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from depression, severe pain in lower back, leg and abdomen and anxiety.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured. The filter was also reported to have been associated with stenosis of the inferior vena cava (ivc), caval thrombosis and ivc perforation. In addition, the patient reported having undergone a complex retrieval attempt of the device. Details regarding this procedure were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, retrieval difficulty and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis, stenosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc stenosis, caval thrombosis, filter fracture, filter tilt, ivc perforation, complex removal. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.